Event description:
Md was operating a csi device. Device made a high pitched grinding sound. When md was attempting to withdraw the device, the device would not shut off. Power supply was disabled. The patient sustained a dissection.